Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed and reproduced during evaluation. The cause was found to be a failed speaker.the failed speaker was replaced through rear case replacement. Additional information:not audible alarm.

Event description:
It was reported that a spectrum pump had no audio output during therapy (medication, programmed amount and delivery rate unknown). The absence of audio was observed when an air in line alarm occurred without an audible alarm, which was considered a near miss by the clinician. It was also reported there was no patient injury.